Event description:
It was reported that there was a liquid leakage from the connection between the cassette and the tube, and the tissue wrapped around the connection was wet. The event occurred during patient use at the patient's home. There was no reported patient harm/adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. One used device was returned for investigation. The devices were visually inspected and found the female luer has some irregular molding flash anomalies on the top surface. Five (5) photos were returned by the customer that confirm the anomalies on the top of the luer. During functional testing, there was no leakage observed during the fill of the cassette. The complaint could not be confirmed, and a root cause was unable to be determined. A device history record (DHR) review could not be performed as the lot number was unknown.